Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but is not available.

Event description:
Prior to device replacement due to normal eri, oversensing due to crosstalk was noted resulting in pacing inhibition. The issue was resolved by explanting and replacing the device due to normal eri. The patient experienced no consequences.